Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they had been having ongoing issues with air bubbles. They have done troubleshooting and even talked to their diabetes educator to make sure they are following the right steps. Troubleshooting was not performed. It was advised to speak to the doctor about trying different types of insulin, monitor and call back if they continue to have the problem. Blood glucose value is unknown. The device will not be returned for analysis.